Event description:
Caller reported false negative urine hcg results on two pts using the medi-lab performance hcg urine test cassette. A false negative urine hcg result was observed on two different female pts. Info provided for both pts was the same. Neither of the pt's ages was provided. No further pt info was provided. The caller stated that the doctor sent the blood for testing and it was positive. No qualitative results or method provided. The customer did not know specific details about the testing or pt info.

Manufacturer narrative:
Lot number(s): hcg1040098; expiration date(s): 03/01/2013. Control: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg110307-01, 244.7iu/ml hcg urine control lot: hcg111130-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 244.7iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client¿s result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer product will be investigated if/when it is returned. Customer¿s observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain products. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. Issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.